Event description:
It was reported that during the implant procedure for this lead, there was a raised area on the outer insulation noted. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this lead, there was a raised area on the outer insulation noted. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid around the helix. Visual inspection confirmed that the whole lead was returned. Detailed analysis noted that a cut in the insulation with deformed coils in the area -94mm from the terminal end. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.